Event description:
1. Methicillin-resistant staph, 2. Left upper extremity cellulitis, 3. Left upper extremity thrombosis, 4. Stage IV nsclc. Pt released from hosp a week later without further problems.